Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels. Bg value was not provided. Reportedly, the customer call emergency services due to their ongoing low. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. No additional information was provided.